Event description:
Boston scientific received information that this left ventricular (lv) lead displayed out of range pacing impedance measurements greater than 2000 ohms. Issue was resolved with changes to programming configurations. There were no adverse patient effects.

Manufacturer narrative:
The lead remains in service. Issue was resolved with programming. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that this lead was suspected to be fractured at the first rib location. A revision procedure was performed. Blood was noted in the inner insulation and the lv lead was surgically abandoned. No adverse patient effects were reported during the procedure.